Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had fallen on their butt and broke their wrist. They were now feeling pain when they sit for long periods of time, and stated it was almost like a burning sensation and asked if the fall was because of this. The patient had tried calling their healthcare provider (hcp) and they had told them to contact patient services. It was noted the patient had surgery on their wrist and now had a plate put in (2016-03-01). The patient tried turning the stimulation off yesterday but was uncertain if it was helping with the pain or burning. They confirmed the stimulation was off and they were set at 0.5v on program #1 - it was noted they had been set at 3.0v until the patient had turned if down and off yesterday. Additional information received on (B)(6) 2016 from the healthcare professional (hcp) reported the patient received a dedicated sacrum x-ray, but the patient was still being worked up. On (B)(6) 2016, the patient met with a manufacturer representative who did impedance test and it came back negative. The hcp didn¿t have the results of the x-ray yet, but the patient was advised to get work up from an orthopedic physician. Additional information received on (B)(6) 2016 from the patient reported the steps taken to resolve the burning sensation and pain when sitting were they turned the device down to 1.9 to see if that works. The patient called in on the(B)(6) 2017 because she has been having a burning sensation in her "butt" when she is sitting. Patient wanted to know if any other patients reported this. Patient said the burning has been going on for a couple of months. Patient said she turned stim up today because she has been leaking or dripping more than usual, patient said the leaking and dripping has also been going on for a couple of months. Patient said her big toe always goes down ward on the side when her implant is on. Patient said she wasn't feeling anything in her perineum. The patient was on program 1 at 2.0. Patient said she fell backwards and broke her wrist a year ago, went to the doctor after the fall and the representative checked her device and said everything was in place. Patient said she has not had any falls in the last couple of months. Additional information reported about 21/2 week later indicated that patient still has burning sensation in the right buttocks and leaking. The patient thinks they are always sitting on their battery (information was unclear if burning sensation was coming from patient's device).